Manufacturer narrative:
Corrected data: offset driver was not returned, only alleged debris; device evaluated by mfg. An event regarding crack/fracture involving an offset driver was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional and functional analysis was not performed as the stem was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: not performed as the device was not identified properly. -complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that during the surgery the stem and offset driver lock up during insertion and it will not come out. When removed them and checked the shoulder part of the stem, confirmed the foreign matter(a piece of metal).the event could not be confirmed nor the root cause be determined because insufficient information was provided. No further investigation is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
During performing artificial head replacement surgery, the stem and offset driver lock up during insertion and it will not come out. When removed them and checked the shoulder part of the stem, confirmed the foreign matter(a piece of metal). The stem has been inserted, and since there was no other abnormality found, it continued and ended.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During performing artificial head replacement surgery, the stem and offset driver lock up during insertion and it will not come out. When removed them and checked the shoulder part of the stem, confirmed the foreign matter (a piece of metal). The stem has been inserted, and since there was no other abnormality found, it continued and ended.